Manufacturer narrative:
E1: event country: portugal. Name: tandem. Country: united states of america. Street address: 11045 roselle street . City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced adhesive issue on (B)(6) 2026 as infusion set fell off which was in use for one day. The patient replaced infusion sets and resumed insulin successfully.